Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The part was returned for further investigation. The data acquisition printed circuit board assembly (pcba) was tested and no failures were identified.

Event description:
The customer reported a vent inop condition, da pcba adc failed. No patient harm reported.